Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 365 mg/dl. The customer reported a high pitch sound on the pump. The customer stated that the alarm did not clear successfully with pressing escape and act buttons. The customer stated that constant tone and alarm did not disappear. The customer was advised to rewind/reprogram the pump after pump reset. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly; moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.